Event description:
Triple lumen hickman catheter placed in 2008. Six days later, rn at bedside flushing the .8 mm ID lumen. The portion of the lumen external to the body before the clamp ballooned out and broke completely severing the lumen from the rest of the catheter. The nurse states she immediately clamped the tube off. The patient had the hickman catheter exchanged in the ed. The rn states that she knows the clamp was open prior to injection.